Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for post lumbar laminectomy syndrome. The patient reported that it seems like the implantable neurostimulator (ins) wants to turn off by itself. They stated that they don¿t notice unless they hurt bad, and then they will check the ins, and it will be off. The patient mentioned that this issue has occurred for a long time. The patient was redirected to follow-up with their healthcare provider. They noted that they have an appointment in about 2 weeks with their healthcare provider.